Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a return of symptoms. All last night, they were "shaking like a leaf, blowing in the wind" with their tremors. They tried to increase the amplitude from 1.3 to 1.4 but saw a screen that indicated the patient programmer was not making a connection to the implantable neurostimulator (ins). They have replaced the patient programmer batteries in the past when a message appeared on the screen. They could not confirm the details on the screen nor provide additional detail. The patient programmer synced and was showing stimulation off, ok 2.99v. It was reviewed with them to turn stimulation on. They confirmed they were able to adjust the amplitude after turning the ins on. It was reviewed with them that the ins must be on to increase amplitude. The patient will monitor their symptoms now that change was made and will follow-up with their healthcare provider (hcp) if it does not resolve. It was also reviewed that therapy cannot be delivered when the ins is off, therefore explaining the return of symptoms.